Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced a blood glucose level of 300 mg/dl. Reportedly, the customer had consumed additional carbohydrates after delivering insulin. Although requested, no additional information was provided.